Event description:
The customer reported that they wanted to perform a blood glucose test, but was unsure how to test and did not know if their freestyle lite meter was working properly. As a result, the customer experienced wooziness and was lethargic. The customer went to a health care facility where they were treated with insulin via intravenous or intramuscular. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. This case involves a training issue. During the course of troubleshooting with adc customer service, the customer received training on setting up their meter and was guided through the testing procedure. There is no indication of a product malfunction. No further investigation is required.